Event description:
During servicing of monitor sn (B)(4) which was returned for investigation into a patient's death, a reportable problem was found. The monitor failed incoming testing due to an open resistor. There is no indication that the open resistor caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, there was a lack of driven ground signal. The cause of the test failure is the lack of driven ground signal. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. Review of the last patient's downloaded data did not indicate a problem during use.